Manufacturer narrative:
Device received with no button response due to flattened (escape and act) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to verify low battery alarm, unexpected battery power loss, displayable history crc check failed on startup alarm and perform displacement test, idle current test, run current test, self test and off no power test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer's insulin pump alarmed off no power alarm without prior low battery alarm. Customer blood glucose level was 303 mg/dl at the time of the incident. Customer also receive displayable history crc check failed on startup alarm which was resolved after troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.